Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported colon ischemia occurred 7 days after the stent graft was implanted and in the physician's opinion was not related to the stent graft repair but instead to a long-standing problem with his colon. The patient has an extensive past history of colitis and had undergone 6 prior laparotomies with colon resections, temporary colostomies and did not have much colon left to begin with (only 1 foot). The prior operative conditions made the patient's abdomen "hostile" for performing an open surgical repair of the abdominal aortic aneurysm in addition to the anatomic criteria was deemed a candidate preferably for the stent graft approach. The patient did well surgically but developed a right lower lobe hemophilus influenza pneumonia which produced high fevers, sepsis, vomiting, dehydration and a period of hypotension. In the physician's opinion, the hypotension led to temporary ischemia of all of his visceral organs and the colon infarcted because its collateral blood supply was not sufficient to sustain good perfusion. Also the ima was not visualized on the aortogram pre-stent graft deployment. The patient has recovered from the pneumonia and colon surgery and is currently doing well.